Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an anterior cerebral aneurysm, the stent used, a 4mm x 23mm enterprise 2 stent (encr402312 / 7048258) became impeded in the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30772052) and could not pass through the microcatheter tip. The physician retracted the stent and the concomitant microcatheter and replaced both devices to complete the procedure. There was no report of patient injury nor negative patient impact. On (B)(6) 2022, additional information was received. The information indicated that when the stent was removed from the patient, it was still on the delivery wire. The stent/stent delivery system did not appear damaged. Nothing unusual was noted about the system prior to use. The information indicated that a continuous flush had been maintained through the microcatheter. No visible kinks nor other damages were observed on the microcatheter. The stent was replaced with another 4mm x 23mm enterprise 2 stent (encr402312) and the microcatheter was replaced with another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The event did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter facility name: (B)(6). The initial reporter phone: (B)(6) the initial reporter email address was not available / reported. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure targeting an anterior cerebral aneurysm, the stent used, a 4mm x 23mm enterprise 2 stent (encr402312 / 7048258) became impeded in the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30772052) and could not pass through the microcatheter tip. The physician retracted the stent and the concomitant microcatheter and replaced both devices to complete the procedure. There was no report of patient injury nor negative patient impact. On (B)(6) 2022, additional information was received. The information indicated that when the stent was removed from the patient, it was still on the delivery wire. The stent/stent delivery system did not appear damaged. Nothing unusual was noted about the system prior to use. The information indicated that a continuous flush had been maintained through the microcatheter. No visible kinks nor other damages were observed on the microcatheter. The stent was replaced with another 4mm x 23mm enterprise 2 stent (encr402312) and the microcatheter was replaced with another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The event did not result in any clinically significant delay in the procedure. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7048258. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00764. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.